Manufacturer narrative:
H4: the lot was manufactured between april 11-15, 2024. H11: the device was received for evaluation without containing fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of wetness on the surface of the device's housing. A functional leak test was performed and no evidence of leak was observed. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the area around a small volume infusor (housing) was wet. This was noticed after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.